Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and a functional flow rate testing were performed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not complete its infusion in the expected length of seven days. The device was filled with with 91.9 ml: 40 ml of fluorouracil (2000mg) and 51.9ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.